Event description:
It was reported that on (B)(6) 2024 , a patient presented with grade 5 degenerative mitral regurgitation (mr), tethered posterior mitral leaflet, large prolapse of the anterior mitral leaflet, and a big coaptation gap for a mitraclip procedure. During the procedure, it was noted that +/- knob of the steerable guide catheter (sgc) was tight and difficult to turn during initial testing. Two mitraclip xtr clips were implanted. It was reported that one clip (40807r1037) had settled to 15 degrees during establish final arm angle (efaa). It was noted that there was resistance while removing the lock line with the same clip (40807r1037). The mr was reduced to grade <1. The patient was discharged. On (B)(6) 2024 , the patient returned with dyspnea and angina for a follow-up visit in the clinic for an echocardiogram. A single leaflet device attachment (slda) was observed on both clips. The posterior mitral leaflet was detached and the mr was recurrent at grade 4+. The clip that had settled during efaa was now observed to be opened to 20 degrees. It was suspected that the clip opening while locked had led to the slda (40807r1037). Additionally, the sldas were attributed to the patient's anatomy for both clips. The patient was referred to surgery. On (B)(6) 2024 , surgical intervention was performed. It was noted that the posterior mitral leaflet had torn. After further evaluation the length of the remaining tissue in the clip arm was about 7mm for the clip that had opened while locked (40807r1037)

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 degenerative mitral regurgitation (mr), tethered posterior mitral leaflet, large prolapse of the anterior mitral leaflet, and a big coaptation gap for a mitraclip procedure. During the procedure, it was noted that +/- knob of the steerable guide catheter (sgc) was tight and difficult to turn during initial testing. Two mitraclip xtr clips were implanted. It was reported that one clip (40807r1037) had settled to 15 degrees during establish final arm angle (efaa). It was noted that there was resistance while removing the lock line with the same clip (40807r1037). The mr was reduced to grade <1. The patient was discharged. On (B)(6) 2024, the patient returned with dyspnea and angina for a follow-up visit in the clinic for an echocardiogram. A single leaflet device attachment (slda) was observed on both clips. The posterior mitral leaflet was detached and the mr was recurrent at grade 4+. The clip that had settled during efaa was now observed to be opened to 20 degrees. It was suspected that the clip opening while locked had led to the slda (40807r1037). Additionally, the sldas were attributed to the patient's anatomy for both clips. The patient was referred to surgery. On (B)(6) 2024, surgical intervention was performed. It was noted that the posterior mitral leaflet had torn. After further evaluation the length of the remaining tissue in the clip arm was about 7mm for the clip that had opened while locked (40807r1037). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided by the account, a cause for the reported physical resistance/sticking associated with difficulty removing the lock line and unintended movement associated with clip opened while locked could not be determined. The reported unintended movement associated with clip opened during efaa per the account was due to the clip settling. The reported slda per the physician was due to the clip opened while locked and patient anatomy (tethered pml, large prolapse aml, big gap between pml and aml). Unspecified tissue injury (posterior mitral leaflet tear) resulting in mitral valve insufficiency/regurgitation and subsequent dyspnea and angina appear to be due to the slda and per the physician, the clip. Tissue damage/injury, mitral regurgitation, angina and dyspnea are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.